Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that portions of the touchscreen were no longer readable. Reportedly, customer stated the "number are not visible". There was no reported impact to customer's blood glucose level. No further information on the reported issue was provided.